Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the that the large volume pump module was over infusing. While testing device at 75, it was delivered at 85. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an over infusion of fentanyl could not be confirmed through review of the logs and was not replicated during device testing. The inspection and testing of the pump module did not find any existing malfunctions that could have contributed to the reported incident. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. All other parts inspected were manufactured by bd. The initial infusion of ¿fentanyl¿ at a concentration 2000 mcg/ 100 ml was programmed as a remote IV order and started on (B)(6) 2025 at 12:34 pm on the suspect pump module sn (B)(6). The dose was 50 mcg/hr (calculating a rate of 2.5 ml/hr) and the volume to be infused (vtbi) was 100 ml. The dose was titrated remotely twice between 1:38 pm and 3:04 pm (first to 100 mcg/hr and then to 75 mcg/hr). An air-in-line alarm occurring at 4:15 pm that lasted 27 seconds before restarting the infusion and then turning off the pump module. The vtbi was also manually changed after every remote order was received. At 4:19 pm, a safety clamp open alarm was observed, lasting a total of 3 seconds. The previous infusion was programmed remotely and started once again at 4:20 pm at a dose of 75 mcg/hr and the vtbi was manually changed from 100 ml to 70 ml. Between 7:42 pm and 9:12 pm, the dose and the vtbi were titrated multiple times. Then, at 11:21 pm, the unit was channeled off. At 11:26 pm the previous infusion was restored and started before channeling off the unit again at 11:28 pm. The total volume infused between 12:34 pm and 11:28 pm for the suspect pump module was recorded at 35.992 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Per label review, the alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported over infusion of fentanyl was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification. Note that this report lists imdrf annex a1801, a040502, a09, a0401, c07, c0601, d15, d0302, g04067, g02017, g0405203, g04090 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the that the large volume pump module was over infusing. While testing device at 75, it was delivered at 85. There was patient involvement, but no harm.